Event description:
Analysis of the returned device revealed that subject stent was deployed prematurely during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed in the returned microcatheter shaft. The stent was noted to be intact. During the functional inspection of the returned microcatheter, the subject stent was discovered deployed approximately 2cm below the hub. The subject stent was pushed out of the microcatheter shaft at the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported unexpected movement of device could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during stent-assisted coil embolization of an unruptured a-com aneurysm, when the microcatheter and the subject stent were delivered into the vessel, and during deployment, the microcatheter migrated from the implantation position due to severely tortuosity anatomy, and the microcatheter which still had the stent inside was removed from the body. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use and the patient's anatomy was severely tortuous. The stent was returned for analysis prematurely deployed inside the sl-10 microcatheter, there were no anomalies noted to the stent when removed and there were no anomalies noted to the sl-10 microcatheter. It is probable that the severely tortuous anatomy caused the microcatheter to kick back during the attempt to deploy the atlas stent causing the subsequent premature deployment of the stent within the microcatheter during removal of the stent delivery wire sdw. An assignable cause of procedural factors will be assigned to the reported unexpected movement of device and to the analyzed stent deployed prematurely during use, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during set-up/use.